Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects, the functional evaluation found that the device displayed a 4006-error message on start-up, this error is due to a depleted coin cell battery. This was replaced and the device was fully tested, performing within expected parameters. This evaluation was not able to establish a relationship between the failure reported and the device or determine a root cause. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported failure has been reviewed which reveals further instances, however, at this time it has been deemed no further action is required in relation to this complaint. Fail to alarm: it is possible in certain situations that the device may not alarm due to the pressure sensor readings inside the pump still being within tolerance. The instruction for use highlights detailed guidance on the use of renasys products. The first paragraph of the dressing kit IFU states: ¿carefully monitor the patient, device, and dressing frequently to determine if there are any signs of bleeding, exudate accumulation (pooling), infection, maceration, or loss of negative pressure wound therapy (npwt). The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt device are not designed to detect or issue an alarm condition based on the presence of bleeding or pooling.¿ additional important information from the IFU: ¿alignment of the port to the opening in the drape, use of a bridging technique and choice of dressing configuration based on wound characteristics may impact npwt vacuum delivery over the course of therapy.¿ an additional IFU precaution states: ¿ensure canister tubing and renasys soft port are installed completely and without any kinks to avoid leaks or blockages in vacuum circuit.¿ in parallel we continue to monitor for any adverse trends relating to this product range. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that there was a leak in the bandage and the alarm didn't go off. The device is available for analysis. It is unknown if there were delays and a back up available. No patient harm was reported.